Manufacturer narrative:
This report is filed march 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling at the implant site. Subsequently, the patient was treated with two courses of oral antibiotics. The first, from (B)(6), 2016, to (B)(6), 2016, and the second on (B)(6), 2016 (duration not reported). The swelling has reportedly resolved. The implanted device remains.